Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a rv defib lead impedance warning triggered on the right ventricular (rv) lead for high/undefined rv coil impedance. The rv pacing impedance was also high and out-of-range. It was noted that the pacing impedance and rv coil has measured out-of-range for six months. The rv lead remains in use. No patient complications have been reported as a result of this event.